Event description:
Facility has had three occurences of the pmo bolt falling out of the patient's head. All three bolts were placed in the same until of the hospital, two by the same resident and one by a different resident. All three bolts were in the pt between 1/2 hour and 2 hours, and fell out after the patients returned from their CT scans. The director of clinical development has one of the bolts with the catheters will attached available for return and evaluation. One of the pt's had an icp catheter inserted after the pmo catheter fell out which necessitated a new burr hole to be drilled. The two additional incidences have been reported as medical device report #9617494-2005-00010 and medical device report 9617494-2005-00012.